Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The initial reporting stated the product is not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, polyethylene wear after 13 years implantation in an active patient should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is discontinued item. Depuy considers the investigation closed. Should additional information be received, the investigation can be reopened.

Event description:
The patient was revised due to osteolysis, and poly wear.